Event description:
A report was received via social media that the patient was hurting in the middle of this back and no help with his lower back pain. One lead had fallen all the way down to the bottom of his spine while the other was broken. The patient felt shocking sensation in the middle of his back. No further information could be obtained.